Event description:
Adverse event(s): "refractive surprise" (postoperative refraction, unexpected). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]. An optometrist reported two pts with a refractive surprise following intraocular lens (iol) implant surgery. He stated, he believes these refractive surprises may be from biometry or calculation error. The optometrist reported that the pt is post-lasik. Additional info has been requested. There are two medical device reports associated with this event. This report is the second pt. The report for the first pt has been previously submitted under MFR report #1119421-2010-00666.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 07/06/2010 and 07/07/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).